Event description:
It was reported that during a lap cholecystectomy procedure, the clips were dropping out. The clips were removed from the incision and the case completed with a second device with no pt consequence reported.

Manufacturer narrative:
Date sent: 01/07/2008. Info anticipated, but unavailable at this time.